Event description:
Customer reported that they had used this product in neurosurgery and had two pts develop a "deep brain abscess". Surgery performed on this pt was to remove a brain tumor (product was left in the surgical area when closed). The pt did receive the routine pre-op, prophylactic antibiotic treatment prior to surgery. This is one of two pts being reported.